Event description:
It was reported that the customer experienced high blood glucose levels and also issues with her sensors. The customer stated that in the middle of the night, she did not feel well. When she tested her blood glucose reading, it was 420 mg/dl, but the insulin pump showed that the sensor glucose reading was 144 mg/dl. She advised that she corrected for the high blood glucose. She also reported that the sensor had issues adhering. The most recent blood glucose reading was 112 mg/dl. She noted that she has stretch marks and scar tissue. She was advised that these may have contributed to the adhesive issues. Advised replacement of both sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened sensor, and performed bicarbonate buffer test. The sensor failed per specification due to low readings. We were unable to confirm the adhesive anomaly due to the sensor being returned open.